Event description:
Medtronic received medwatch FDA form # (B)(4) on (B)(6) 2012, detailing the event below: on (B)(6) 2012, a (B)(6) male patient was undergoing a thyroidectomy with neck dissection. General anesthesia used, no difficulty with intubation using cuffed 7.0 mm et tube. During the surgical procedure, the patient became hypoxic and unable to ventilate. Per anesthesia notes, placement of endotracheal tube checked with glide scope showing good placement, but patient continued to desaturate and unable to ventilate. Emergent tracheostomy performed, surgical procedure aborted. Chest x-ray completed showing extensive infiltrates in right lung.

Manufacturer narrative:
Follow-up received on (B)(6) 2013 confirmed that the patient was fine. Additionally, the account could not confirm that the previously reported lot number 0205736322 was the lot involved in the complaint.

Manufacturer narrative:
Occlusion; (B)(4): ventilation issue in device environment (B)(4): the device was not returned. The device was not returned and therefore no evaluation could be performed. Method: no testing methods performed (B)(4). Results: no results available since no evaluation performed (B)(4). Conclusion: device not returned (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)